Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a "scan again in 10 minutes" error message with the adc freestyle libre sensor. The customer subsequently lost consciousness, and had contact with a healthcare professional. The customer was diagnosed with hypoglycemia and treated with glucose via IV. There was no report of death or permanent injury associated with this event.

Event description:
The customer reported a "scan again in 10 minutes" error message with the adc freestyle libre sensor. The customer subsequently lost consciousness, and had contact with a healthcare professional. The customer was diagnosed with hypoglycemia and treated with glucose via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state). Sensor plug was returned and was not fully seated. Performed visual inspection on the sensor tail. Removed sensor plug and inspected sensor plug assembly uncurled side snaps was observed, indicating improper assembly by the user. This complaint is not confirmed due to a use issue.

Event description:
The customer reported a "scan again in 10 minutes" error message with the adc freestyle libre sensor. The customer subsequently lost consciousness, and had contact with a healthcare professional. The customer was diagnosed with hypoglycemia and treated with glucose via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report: section b6 - relevant test/laboratory data was incorrectly documented in the initial MDR report and has been updated.

Event description:
The customer reported a "scan again in 10 minutes" error message with the adc freestyle libre sensor. The customer subsequently lost consciousness, and had contact with a healthcare professional. The customer was diagnosed with hypoglycemia and treated with glucose via IV. There was no report of death or permanent injury associated with this event.